Manufacturer narrative:
This is being filed as a correction report.

Event description:
This incident has been inadvertently reported. This incident does not reflect a reportable malfunction.

Event description:
Information was received that a smiths medical epidural tray had a hole in the side wall of the catheter and fluid was noted to have leaked out. No adverse effects reported.